Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error during basal delivery. No further details were given. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. All of the buttons are functioning properly however, found moisture damage on the keypad traces. The insulin passed displacement, rewind, basic occlusion, occlusion and prime tests. No a33 alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube and missing the end cap sticker.